Event description:
It was reported that system diagnostic showed normal output current being delivered at that point with no lead impedance or battery/generator issues.

Event description:
It was originally reported that a low output current was observed during the patients vns appointment. The alert resolved before patient left office. Impedance was okay the manufacturers device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.